Manufacturer narrative:
During a follow-up call with the customer, the customer stated that the patient fell from the bed, sustained a fractured hip, and subsequently expired eight days later, cause of death due to respiratory failure and failure to thrive. The customer also reported that the bed's exit alarm was not turned on at the time of the patient's fall. The patient was admitted due to a fall at home which resulted in a spinal fracture. The versacare bed is intended to support patients in a variety of healthcare settings. The bed's exit alarm system provides an audible and visual alert notification to the caregiver team. However, it is not intended as a substitute for good nursing practices. The device IFU states that the bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. An inspection of the device could not be performed as the customer is unable to provide a serial number or verify which bed was in use at the time of the event. Additionally, it is noted that the customer not able to verify any more information regarding this issue at this time. Although the patient's cause of death was not contributed to the fall, the patient did sustain a fractured hip requiring surgical intervention. However, based on the report that the bed exit was not turned on at the time of the event, the allegation of the patient fall and subsequent death is attributed to misuse of the device. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom has contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the versacare's bed exit alarm is not alarming when the patient exits the bed, the patient fell out of the bed and sustained a fractured hip. The bed was located at the account. There was patient injury reported. This report was filed in our complaint handling system as complaint #(B)(4).